Event description:
The pt reportedly experienced swelling at the implant site. The pt was prescribed oral antibiotics (type unk). The swelling resolved for several months; however, reportedly has returned. The pt continues to be monitored.